Event description:
It was reported that on (B)(6) 2022, stepped nail was tibial can be tfna, fixation procedure one of the drill bits tip got broken off. The surgeon was using the drill bit on the patient and tip of the drill bit too small pieces got broken off inside the patient. The doctor was unaware what was the time and what we released that the drill bit was malfunctioned the doctor has no issue whatsoever with the drill bit and the patient not have adverse effect what so ever. The drill bit will be removed . This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.